Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic stated the customer alleged possible insulin under delivery because patient to be high twice. Customer blood glucose level at the time of event was 16 mmol/l. Customer was used insulin pump system within 48 hours of reporting event. Auto mode feature was active at the time of event. The insulin pump will be returned for analysis.